Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Therapy was noted to be potentially inappropriate for atrial fibrillation (af). Technical services (ts) was consulted and provided programming information and advised pacing inhibition was observed for less than two seconds, and the device proceeded to deliver atp as the rhythm was uncorrelated. The device remains in service. No additional adverse patient effects were reported.